Event description:
It was reported that about a month after this insertable cardiac monitor (icm) was implanted the device had slightly migrated. It was noted that the patient had a higher bmi and that the shift had the potential of causing erosion, so they decided to reposition the device. Additional intervention was performed and they attempted to reposition the device with surgical tools unsuccessfully, so a new icm was implanted. No additional adverse patient effects were reported.